Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. Inspection of the cannula assembly did not find any issues that would result in pain during use. No issues were noted that would result in a needle mechanism failure or high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached 402 mg/dl while wearing the pod between 24 and 36 hours. While at the hospital, in "early labor," physician found device's needle mechanism had failed to deploy which led to patient receiving diagnosis of diabetic ketoacidosis. Treatment included 5 bags of intravenous fluid, insulin, and placement of a new pod. It should be noted that patient reported "more pain than normal" while priming the pod. Also, adhesive was bloody upon removal.